Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the samples. Analysis of the sample showed that the tube of the bd product is observed to have burst. Bd determined that the cause of the failure was related to the customer¿s use, either the type of solution used or excessive pressure introduced. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd connecta plus3 16cm white component was damaged connecta tube collapsed during injection of contrast medium. Drip was working properly, tap was open, and low pressure was used for injection. Because the tube collapsed during the examination, blood flowed back from the drip, staining the patient's clothing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.